Event description:
It was reported that a lead integrity alert (lia) was triggered due to high pacing impedances on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and that the criteria for the right ventricular lead integrity alert (lia) were met. 47 ventricular sic occurred since (B)(6) 2013. Five lead failure predictor episodes of <(><<)> 220 ms cycle length were recorded between (B)(6) 2013. A lia triggered on (B)(6) 2013 due to meeting the conditions for non-sustained episodes and ventricular sic.